Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in greece. The patient reported an incident involving the detachment of their infusion set tubing on (B)(6) 2025. The infusion set was located on the patient's belly. The insulin pump was worn in the right pocket, separate from the infusion site. The detachment occurred specifically at the tubing connector. At the time of the incident, the infusion set had been in use for two days. The event took place while the patient was sleeping. No further information available.